Event description:
Reporter stated the bolus button on the infusion device does not function correctly. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint can be verified. The up-button does not respond. The contact surface of the button is oxidized and prevents electrical contact. The snap dome of the button is not without tension. The exact reason of the oxidized contact surface could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).